Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2020-03571 for the associated device information. It was reported to boston scientific corporation that a captivator lg oval thin wire snare was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the snare was tested outside the patient and it worked fine. While used inside the patient, the device was unable to achieve cautery and was unsuccessful in resecting the target polyp. A second device was used, however, it encountered the same issue. Reportedly, the patient experienced bleeding and hematoma. Since the mass could not be resected at the outpatient center, the patient was referred to the hospital for surgery to remove the mass at a later date. The bleeding was not the reason for the referral. There were no other interventions performed or treatment provided for the patient. It is unknown if the surgery to remove the mass has been performed. The patient's current condition was reported to be okay.